Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01008. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to patient identifier: (B)(6).

Event description:
It was reported that during endoscopic retrograde cholangiopancreatography procedure, using this duodeno videoscope, the distal cover fell/broke off in the patient. The customer was able to retrieve the cover and completed with procedure. The procedure was prolonged for 10 minutes. There were no reports of patient or user harm.